Event description:
It was reported that a patient underwent a sling procedure on an unknown date. During the procedure, the patient's bowel was nicked. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.